Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that there was a return of symptoms. The patient experienced a return of pain and couldn't walk straight. When the patient stretches their arms out, they feel stimulation in the top of their back. It was reported that the symptoms were in the left buttock which was relieved when they applied pressure on that site. The implantable neurostimulator was implanted on the right side. The patient feels stimulation intermittently depending on position. It was reported that the patient had vertigo and fell sideways all the way down and fell on the same side as the implant. Steps taken to resolve the return of symptoms and stimulation issues was that the patient had an injection in their back on (B)(6) 2015. Relevant medical history includes failed back surgery syndrome and spinal pain.